Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 13, and the pump was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and a replacement was sent to the customer. The customer was instructed to put the defective pump into storage mode before returning it using a pre-paid label, and they understood and acknowledged these instructions. Additionally, there was no backup therapy available, so the customer was advised to consult their healthcare provider.